Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that the bearing looked to have been recently removed and appeared worn. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided. Unable to perform a compatibility check. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with possible malposition of the femoral component and possible early loosening of the tibial component this complaint could not be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to pain approximately 2 years post implantation. Surgeon stated that pain most likely due to instability. A larger thickness poly was implanted with no issues..